Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use mdi as a backup therapy to ensure continuous insulin delivery. Technical support instructed the caller on how to put the pump into storage mode and arrange its return to tandem using a pre-paid label. They also confirmed the shipping address and advised the caller on programming their new pump and making necessary connections. Technical support sent a replacement pump with software version 7.10.2, and provided guidance on the available update to 7.10.3.